Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: review of the black box data revealed records of unexplained power on reset. On examination, the battery compartment was confirmed to cracked with moisture corrosion inside as per the initial allegation. The returned battery cap had stripped threads and was unable to fit securely to the pump to maintain proper electrical connection. With the damaged battery cap in place on the pump, the power complaint was duplicated. A test cap was used for completion of the investigation. With the test cap securely in place, the pump powered on and was able to be exercised for 24 hours without power interruption. Leak testing confirmed moisture leakage into the battery compartment at the site of the crack. There was no moisture contamination found in the pump¿s interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the had intermittent power. The battery compartment was damaged with moisture inside. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.